Event description:
The customer reported that the system was getting a communication failed error, the field engineer noted that the system would not boot up. This resulted in a loss of imagining functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc pcb was evaluated and replaced. The system calibration files were reloaded. The system was tested and found to be working as intended and returned to service.